Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-05480, indicting the FDA registration number as (B)(4) for distributed product. The manufacturer is unknown, potential suppliers are both imported and invacare, therefore, the correct FDA registration number should have been (B)(4).

Event description:
It was reported that the seat on an unknown commode is cracked.